Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two other perclose proglide devices referenced in describe event or problem are being filed under separate manufacturer report numbers. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of both common femoral arteries was attempted using proglide devices with an 8f sheath after a chronic total occlusion interventional procedure. Reportedly, at the right common femoral artery, when the proglide plunger was removed the suture came out with the device. A second proglide device was used and a suture broke. Hemostasis was achieved with the remaining suture with knot. Reportedly, at the left common femoral artery the suture was tightened, but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.